Manufacturer narrative:
After replacing the pressure sensor assembly, the tsw was successfully processed. Device ready for use again hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: a customer device is currently down. With the c1, the flow sensor can no longer be calibrated. Calibration always fails. A precise check revealed a continuous positive flow from the proximal flow sensor qaw. (Screenshot) rinse flow test fails. No patient involvement.